Manufacturer narrative:
B3 - date of event was captured as first day of event month. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and indicated an acu watchdog failure. A review of the 12-month service history revealed no prior repairs. Visual and functional inspections identified a faulty main board and the presence of a third-party battery, confirming the complainant¿s allegation. The root cause was determined to be a defective main board, which was subsequently replaced. In addition, worn-out clutch components were identified as the primary contributor to the customer¿s complaint and were also replaced. Following these repairs, the device successfully passed all functional testing. The pump was calibrated, greased, reset to standard configuration, and returned to the customer in fully operational condition.

Event description:
Upon power on that the device had a system alarm failure, an acu watchdog failure. This issue occurs every time the pump is turned on. The event occurred before use. During investigation found acu watchdog failure is found in the event log history. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.